Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose. Customer stated that the had a blood glucose of 30mg/dl. Customer stated that they treated the low blood glucose with food. Customer stated that the transmitter was not working properly. The insulin pump will not be returned for analysis.